Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. It was noted that the exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated damage at implant. The analyst commented that blood on the helix and inside the sleevehead indicates this was an attempted implantation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the distal coil of the right ventricular (rv) lead was observed to be crimped and the coil was un even. The lead was not used in the patient and another lead was implanted. No patient complications have been reported as a result of this event.